Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual assessment found no defects. The functional evaluation found that the handpiece could not lock into the unique interface and had signs of corrosion, establishing a relationship with the event reported. The root cause has been determined as a misalignment of the locking system. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Information sent in b3 in the initial report was incorrect - occurrence date is unknown.

Event description:
It was reported that the pump interface was mechanically damaged. No case reported. The investigation approved on 28-jul-2020 confirmed the failure to interlock.